Event description:
The customer stated, that he was hospitalized for diabetic ketoacidosis and the blood glucose reading was 720 mg/dl. Troubleshooting was performed and found several no delivery alarms in the alarm history. The insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. The customer later called back stating, he continues to get no delivery alarms. The customer and the doctor both felt that the insulin pump should be replaced. Advised the customer that the insulin pump will be replaced. Advised the customer to call back as needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.